Manufacturer narrative:
(B)(4). The customer returned a 2-lumen catheter marked 5fr x 55cm on the juncture hub. The catheter body was stretched starting at 1cm below the juncture hub and extending to the 55cm mark on the catheter. Microscopic examination showed that the printing of the "55" on the body was stretched compared to the other printing, indicating that the stretching occurred after catheter manufacture. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The opposite end of each lumen was occluded during testing. The proximal lumen leaked at the 50.5cm mark on the catheter body as the pressure was increased from zero. Examination of the leak site revealed a slit in the catheter body. The appearance of the slit was consistent with a puncture by a sharp instrument. Water would not pass through the distal lumen during the leak test. Examination showed that the tip was blocked with dried blood. A 0.014" diameter lab wire was inserted into the distal luer hub and advanced through the catheter 68.2cm before it stopped. The entire catheter length measured 68.8cm, indicating that approximately 0.6cm of the distal tip was blocked with dried blood. A review of the device history records (DHR) for the catheter did not reveal any manufacturing related issues. (Con't) other remarks: the report of a leak from the insertion site and a split 3-4mm in length below the hub of the catheter could not be confirmed through evaluation of the returned sample. However, the proximal lumen of the returned catheter leaked at 50.5cm from the distal tip. The appearance of the leak site was consistent with a puncture by a sharp instrument. In addition, the catheter body was stretched between the juncture hub and the 55cm marking and the distal tip of the catheter was occluded with dried blood. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the condition of the catheter and the information reported, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that there was a leak from the PICC insertion site. Upon removal, it was observed a split (3-4mm in length), below the hub of the catheter. The patient also had an on-q pain pump attached to the PICC and was checking with the pain pump company regarding pressure issues which might be related to this catheter mal-function.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that there was a leak from the PICC insertion site. Upon removal, it was observed a split (3-4mm in length), below the hub of the catheter. The patient also had an on-q pain pump attached to the PICC and was checking with the pain pump company regarding pressure issues which might be related to this catheter mal-function.